Manufacturer narrative:
(B)(4). Based on dhrs, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Product likely failed due to misuse by instrument being put through bending overload, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It as reported that five fractured shafts of inserters have been returned from distributor. No reports of any adverse events or delays as a result of these breakages.